Manufacturer narrative:
The product is not being returned for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
It was impossible to pass the sleeve into a 2.0 mm incision. No other information available.